Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly and took 10 minutes to restart. The patient required manual ventilation in the interim. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device powered down unexpectedly and took 10 minutes to restart. The patient required manual ventilation in the interim. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. A review of the device data logs an performance testing could not confirm the occurrence of the ventilator stopping unexpectedly. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).